Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, confirmed warning message, which is normal and triggered by memory bits in the device that get set during a programmer or carelink interrogation. (B)(4).

Event description:
It was reported that during follow up visit upon initial implantable pulse generator (ipg) interrogation. A warning message triggered "warning - parameter programmed since reset. Parameters have been programmed since diagnostic data reset. Diagnostic data may not match initial interrogation values." All programmed parameters and data appear to be fine. The facility was advised pop-up message is triggered by memory bits in the device that get set during a programmer or carelink interrogation. The pop up can be ignored and can easily be corrected by disconnecting the device and perform a new (second) interrogation. The ipg remains in use. It was also reported that during follow up visit atrial lead noise was observed. Noise was also generated by manipulating with the device. Adjustment of program settings was suggested and the atrial lead remains in use. No patient complications have been reported as a result of this event.